Manufacturer narrative:
Investigation: a review of the device history record was completed for batch# 8225732. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200774766] noted that did not pertain to the complaint. Customer returned (5) bd 1cc, 6mm, 31g u40 insulin syringes in an open poly bag from lot # 8225732. Customer states that the plunger and stopper are separated during the preparation of insulin injection. All returned syringes were examined and one sample exhibited the stopper separated from the plunger rod. The plunger rod of this sample was examined and exhibited a broken plunger rod tip. Stress marks in the plastic surrounding the plunger rod tip of this sample were observed. Also, the broken end of the plunger rod tip was not observed in the stopper of the syringe. All other samples were examined and none of the remaining samples exhibited the stopper separated from the plunger rod. All of the remaining samples were also closely examined by removing the stopper from the plunger rod and 2 out of 4 samples exhibited a slight stress mark at the base of the plunger rod tip. The investigation identified that the probable root cause of the plunger rod separation is due to a misalignment at the infeed dial on the assembly machine. The plunger tip was sheared before the installation of the stopper. The remaining part of the damaged tip allowed the stopper to stay attached long enough for the assembled plunger rod to be installed in the barrel and exercised at the assembly dial.

Event description:
It was reported that syringe 1.0ml 31ga 6mm u40 10bag india plunger was separated from the stopper during injection. The following information was provided by the initial reporter: customer identified that plunger and stopper are separated during the preparation of insulin injection. However customer used another unit to administer insulin. 1 affected and 4 unaffected samples of same batch no has been returned for investigation.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 1.0ml 31ga 6mm u40 10bag india plunger was separated from the stopper during injection. The following information was provided by the initial reporter: customer identified that plunger and stopper are separated during the preparation of insulin injection. However customer used another unit to administer insulin. 1 affected and 4 unaffected samples of same batch no has been returned for investigation.